Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a stent graft deployment in an av fistula, the stent graft could only be partially deployed; therefore, it was exchanged over the guide wire for new stent graft that was deployed successfully. There is no reported patient injury.